Event description:
The customer complained of the insulin pump alarming during the manual prime. During troubleshooting, the customer stated that she had been hospitalized due to diabetic ketoacidosis prior to the phone call. Nothing further was reported.

Manufacturer narrative:
The insulin pump could not be primed during the prime test due to a faulty force sensor. No alarms were observed during testing.